Manufacturer narrative:
Another initial reported; (B)(6). Another contact information: (B)(6). Updated fields - b4, b5, b6, b7, d9, d10, e1(initial reporter, event site email) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. Corrected field- g2. A getinge field service engineer (fse) checked the equipment operation, clean the screen communication cable contacts, verify the correct operation of the equipment.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump, spanish, 220v intra-aortic balloon pump (iabp) had a screen failure. No patient involvement.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump, spanish, 220v intra-aortic balloon pump (iabp) had a screen failure. No harm or injury to the patient was reported.